Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Side-by-side placement of fully covered metal stents versus conventional 7f plastic stents in malignant hilar biliary obstruction: prospective randomized controlled trial biliary drainage for palliative treatment of an unresectable malignant hilar biliary obstruction. The file addresses: "stent occlusion (sludge clogging): pss (cotton-leung): 16/25 patients (64%)." "Acute cholangitis: pss (cotton-leung): 6/25 patients (24%)." "Liver abscess: pss (cotton-leung): 1/25 patients (4%)." "Acute cholecytitis: pss (cotton-leung): 3/25 patients (12%)." Require intervention/additional procedures.

Manufacturer narrative:
Device evaluation: this file was created from the attached journal article, ¿side-by-side placement of fully covered metal stents versus conventional 7f plastic stents in malignant hilar biliary obstruction: prospective randomized controlled trial". This file captures data on 16 patients who experienced stent occlusion, 6 patients with acute cholangitis, 1 patient with a liver abscess, and 3 patients with acute cholecystitis. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation manufacturing records: prior to distribution, the devices were subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and label: it should be noted that the instructions for use (ifu0045) of the device states the following: precautions: this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended. There is evidence to suggest that the customer did not follow the instructions for use. As per the literature data stents were not changed routinely i.e., 3 months. As per the instructions for use, ifu0045 which informs the user about the potential complications that may occur: those associated with ercp include, but are not limited to: pancreatitis, cholangitis, aspiration, perforation, hemorrhage, infection, sepsis, allergic reaction to contrast or medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest. Those associated with biliary stent placement include, but are not limited to: trauma to the biliary tract or duodenum, obstruction of the pancreatic duct, stent migration. These are known potential adverse events as described in the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of use error was identified from the available information. As per the IFU, cotton-leung biliary stents are intended to be left indwelling for a maximum period of 3 months. As per the information reported in the literature, the complaint device was left indwelling more than 90 days after deployment. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Additionally, the 16 cases of stent occlusion, 6 cases of acute cholangitis, and 3 cases of acute cholecystitis were also attributed to either the cotton-leung biliary stent or the patient's condition. One case of liver abscess was considered likely due to the patient's condition. . Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary: confirmed quantity of (B)(4) devices, confirmed used. This file captures 16 cases of stent occlusion, 6 cases of acute cholangitis, and 3 cases of acute cholecystitis and 1 case of liver abscess. Complaint is confirmed based on customer and/or rep testimony. According to the medical advisor¿s input for patient outcome and severity, require intervention/additional procedures s=4 . Complaints of this nature will continue to be monitored for similar events. A definitive root cause of use error was identified from the available information. As per the IFU, cotton-leung biliary stents are intended to be left indwelling for a maximum period of 3 months. As per the information reported in the literature, the complaint device was left indwelling more than 90 days after deployment. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Additionally, the 16 cases of stent occlusion, 6 cases of acute cholangitis, and 3 cases of acute cholecystitis were also attributed to either the cotton-leung biliary stent or the patient's condition. One case of liver abscess was considered likely due to the patient's condition. As previously mentioned, these are known potential adverse events as described in the instructions for use.

Event description:
A supplemental report is being submitted due to completion of the investigation on 05-sep-2025.